Event description:
It was reported that the lead was broken. The lead was previously isolated and replaced, and was later explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the partial lead was returned in segments. The proximal conductor was found to be fractured. The defib conductor was fractured (overstress) and all conductors were distorted. Blood was found in/on the helix/lobe mechanism, which was also distorted/bent. The outer tubing overlay exhibited cosmetic environmental stress cracking. Tissue was found on the helix, and the lead appeared to have been stretched.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.